Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used in the ureter and kidney, during a ureteroscopy and double j placement procedure performed on an unknown date. According to the complainant, post procedure, it was noticed that the stent was calcified in the tail of the double j stent. It was also reported that the stent was stuck in the renal j pelvis. The patient was sent to surgery for removal of the stuck stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Initial reporter phone number: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used in the ureter and kidney during a ureteroscopy and double j placement procedure on an unknown date. According to the complainant, post procedure, it was noted that the stent was calcified in the tail of the double j stent. It was also reported that the stent was stuck in the renal j pelvis. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.